Manufacturer narrative:
Update to d9: device returned. Update to h3: device evaluated. Update to h6: type of investigation. Update to h6: investigation findings.

Manufacturer narrative:
According to the customer, on (B)(6) 2025 "soon after insertion of the foley catheter - the balloon ruptures and falls out of place." The customer reported the foley was replaced as a result of the reported issue. The customer did not report any serious injury related to the reported incident. No additional details are available related to the customer reported issue. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2025 "soon after insertion of the foley catheter - the balloon ruptures and falls out of place."